Manufacturer narrative:
(B)(4). Evaluation: results: (fever), (unk cause of fever). Conclusion: (unk cause of fever).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as an unremarkable anatomy. The stent graft was implanted without issue. It was reported that the pt experienced a significant post-implant inflammatory reaction with fevers to 102 and hemolytic anemia the day after implant. Hemolytic anemia was diagnosed by a drop in hemoglobin, and hemoglobin in urine; the pt experienced no fatigue, shortness of breath, or jaundice; the hemolysis was intravascular. The infectious work up included urine and blood cultures which were all negative; the pt did not have a leukocytosis. (Ref MFR # 2953200-2011-01080, 2953200-2011-01081, and 2953200-2011-01082). No additional clinical sequelae were reported the pt is fine.